Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se confirmed the condition of the syringe driver. Therefore, they proceeded to replace it with a new syringe driver and power and communications cable. Subsequently, the device passed all testing.

Event description:
The device user (du) reported that the infusion driver was stuck. The du reported washing the infusion driver several times with warm saline and noted "small metal pieces dripping from it".

Manufacturer narrative:
The syringe driver was returned for analysis. Analysis found that the location and color of residue indicated perfusate ingress to the right-hand bearing seals and housing of the syringe driver. The root cause of the event could be attributed to perfusate contamination compromising the integrity of the bearing and could have led to seal displacement.

Event description:
The device user (du) reported that the infusion driver was stuck. The du reported washing the infusion driver several times with warm saline and noted "small metal pieces dripping from it".